Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is dysuria identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. On (B)(6) 2021, the patient developed fever and dysuria, similar to what he had with his previous prostate biopsy which had to be treated with antibiotics. According to physician, the initial examination of the injection site did not show anything out of the ordinary. The physician was concerned that the patient may have contracted an infection during the procedure. The physician requested a computerized tomography (CT) scan and it did not also show anything out of the ordinary. The patient was treated with cipro and the fever went away in a day or two but when the patient stopped, the patient developed fever again almost immediately. The patient also developed pain in the right groin/right leg. The physician switched the treatment to bactrim. However, the patient continued to have a low grade fever between 100 and 101 degrees and was admitted to the hospital. The physician was able to obtained cultures and got an infectious disease consult. Magnetic resonance imaging (MRI) result showed the gel was in place and there was a slight wall around the spaceoar. There was also some gluteal stranding possibly reflecting inflammation that could explain the patient's gluteal pain. The patient has been switched from bactrim to zosyn. The patient has not yet received planned radiation therapy.